Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the ok keypad button is unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 testing confirmed that the ok and up buttons are intermittently responsive. When the keypad was removed, contamination was found under all contacts. Unrelated to this complaint, the display is dim/fading when replaced with a test screen it functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.